Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The lens was implanted upside down. Intraoperatively the lens was removed. A replacement lens of the same length was implanted at a later date and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.